Manufacturer narrative:
On august 22, 2019 we discovered that an initial emdr for this complaint was incorrectly submitted. The event failure reported "sterilizer gasket leak" is not an iabp related failure and was erroneously reported as such. As a result, no follow up emdr is necessary as the complaint will be cancelled as invalid. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a sterilizer gasket leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. On august 22, 2019 we discovered that an initial emdr for this complaint was incorrectly submitted. The event failure reported "sterilizer gasket leak" is not an iabp related failure and was erroneously reported as such. As a result, no follow up emdr is necessary as the complaint will be cancelled as invalid. Please cancel in your database.

Manufacturer narrative:
***Upon further review of this complaint, it will not be cancelled in our database but has been processed as a non-reportable complaint alleging a malfunction of the fiber optic door. Please cancel in your database. Updated fields: b4, b5, g4, g7, h2, h11. Corrected fields: b5, h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a sterilizer gasket leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. ***on (B)(6) 2019 we discovered that an initial emdr for this complaint was incorrectly submitted. The event failure reported "sterilizer gasket leak" is not an iabp related failure and was erroneously reported as such. As a result, no follow up emdr is necessary as the complaint will be cancelled as invalid. Please cancel in your database. ***upon further review of this complaint, it will not be cancelled in our database but has been processed as a non-reportable complaint alleging a malfunction of the fiber optic door. Please cancel in your database.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a sterilizer gasket leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.